Event description:
It was reported that the balloon burst. A 5.0 x 150, 135cm mustang balloon was selected for use. However, during flushing, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Event description:
It was reported that the balloon burst. A 5.0 x 150, 135cm mustang balloon was selected for use. However, during flushing, it was noted that the balloon burst. The procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 29mm proximal of the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.